Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed untouched posterior cuff tabs, bent posterior needle tip, and broken posterior foot. This is consistent with the posterior needle striking the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed and resulting in the cuff not ejected from the foot. Removing the unejected posterior cuff from its pocket by retracting the needle plunger would require strong force as reported and the suture could not be retrieved when retracting the plunger appearing very similar to the reported suture break; therefore, the reported suture breakage experience is confirmed. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the posterior foot break is forcibly deploying the needles against resistance when a needle deflection occurred. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Challenging anatomical conditions such as the reported scar tissue at the access site, tortuosity and calcification can deflect the needles during the plunger deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: lacrosse, guide wire: runthrough, guide cath: heartrail, stent: xience v. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Subsequent to the initial medwatch report additional information indicates hemostasis was achieved using manual compression.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a scarred femoral artery after an interventional procedure. Reportedly, after pulling the suture strongly, the suture broke. It was not reported how hemostasis was achieved. Six days post-procedure, a review of the device revealed that a portion of the foot was broken off and not returned with the device. There were no reported adverse patient effects. Though requested, no additional information was provided.